Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7073109 / 7073215.

Event description:
It was reported that the patient had an infection at the lead site. Symptom of infection was an open incision site. It was unknown if infection was device or procedure related. The patient was placed on antibiotics. The physician performed an incision and drainage procedure on the wound, and it was closed. The patient was doing well postoperatively.